Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during instrument exchange.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows signs of repeated use like nicks and gouges and the dovetail feature is compressed. It is also cracked on the medial side of the post. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to operational context; the device was broken as the metal shim was inserted too medial or lateral from the opening of the front of the construct, causing a micro fracture in the device from the increased stress. It is unknown what caused the surgeon to insert the shim too medial or lateral (patient anatomy, etc.). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.